Event description:
During a follow up, loss of sensing, loss of capture and decreased pacing impedance were observed on the right atrial (ra) lead. X- ray imaging was performed and the ra lead was found dislodged. The ra lead was repositioned to resolve this event. The patient was stable.